Event description:
The account alleged the nurse call would not function using either side rail or the hand pendant. No pt impact.

Manufacturer narrative:
The technician replaced the upper control board to resolve the issue.